Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) evaluation: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a electrode belt malfunction. Monitor sn (B)(4) evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the treatment the monitor experienced a pulse reset. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. There is no indication that the monitor resets caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment event.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016. The patient was found unconscious and lying on his stomach. The patient's wife reported that the device was alarming. The device detected asystole between 01:53:35 and 02:19:00 . Response button use during this time indicates the presence of a bystander. Asystole is considered a non-treatable rhythm. Emts were called. Two inappropriate treatments were delivered to the patient in which the device reset after each treatment. The first treatment occured at approximately 02:39. The rhythm prior to treatment was asystole with motion artifact. Oversensing of a low amplitude input signal contributed to the false detection. The device restarted at 02:40:25. A second treatment was delivered at approximately 02:45. The rhythm prior to the treatment was an accelerated idioventricular rhythm at 85 beats per minute with CPR artifact. CPR artifact contributed to the false detection. The device restarted at 02:45:25. The patient's rhythm at 02:57:08 was asystole with CPR artifact. The electrode belt was disconnected at 02:57:10. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment event.